Manufacturer narrative:
Expiration date: 02/28/2025. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm013.2 implantable collamer lens of -9.50/1.0/161 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault . A replacement lens of same length, different model and power was later implanted and the problem resolved. Cause was reported as unknown. The reporter stated " too much vault and astigmatism correction in the lens. With the second lens implanted without astigmatism correction the final refraction was close to emetropy. Vault also was better with the second implant."

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).